Event description:
The sales rep has called to report that the unit was listing a black cable error codes. The technician turned the scm12 off and the unit would not power up with the power switch. The patient was rescheduled.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.